Manufacturer narrative:
Concomitant medical product: 694965 lead, implanted : (B)(6) 2005; dtba1d1 ICD, implanted : (B)(6) 2017 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a sudden rise in the left ventricular threshold and it is now high. The outputs were reprogrammed and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.